Manufacturer narrative:
(B)(4). The PMA/510(k): this product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: only one rt104 adult dual-heated breathing circuit kit was returned to fph (B)(4) for inspection. It was visually inspected for a missing tube. Results: visual inspection revealed that the tube was not missing but rather an incorrect type of expiratory tube has been packed with the breathing circuit kit. A lot check revealed three other complaints of this nature for lot number 100624. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is most likely that operator error has resulted in an incorrect type of expiratory tube having been packed with this breathing circuit. This is most likely due to a fault in the line clearance process. The standard operating procedures (sops) have been put in place to assist the operators on the production line to correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. (B)(4).

Event description:
A hospital in (B)(6) reported that the "extension tube" of an expiratory limb was not included in each of the four rt104 adult dual-heated breathing circuit kits. This was noticed before patient use. No patient consequence was reported.